Event description:
It was reported that the patient experienced abdominal pain following an implant procedure. The patient was brought to the hospital to control the pain but was unsuccessful. The patient underwent a paddle lead explant procedure. The explanted paddle lead was discarded by the hospital.